Event description:
It was reported the programmer booted up and then double beeped at interrogation. Went to black screen and patient had to be paced by using the emergency button. Power was cycled and programmer working. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.